Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had uncomfortable battery site. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had uncomfortable battery site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm, model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm, model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.